Manufacturer narrative:
(B)(4). This is 3 of 3 allegations of inaccuracies with medical intervention. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. This is 3 of 3 allegations of inaccuracies with medical intervention. The patient reported 3 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced hypoglycemia with the third sensor, the cgm reading was 59 mg/dl and the bg reading was 32 mg/dl. The patient felt weak, experienced seizures, was sweaty, could not walk, felt sleepy, tired, and cranky. The patient was treated with honey, glucose drinks, and glucose tablets, but it was not fast enough to bring her glucose level up, and she passed out. Her aunt called the ambulance, and the patient was treated with glucose IV. The patient recovered after 1 hour. When she regained consciousness, she refused to be taken to the hospital. The paramedics asked her simple questions, stayed until she was stable, and then left. She was advised to eat high-carb foods. The patient stayed up for half an hour, ate rice and chicken. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. The data investigation found a difference in values that falls within the c zone of the parkes error grid on 02/23/2025. No additional patient or event information is available.